Manufacturer narrative:
(B)(4). Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had keypad unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the issue was intermittent where sometimes the buttons did work sometimes was not. Customer stated the insulin pump was not locking automatically. Troubleshooting was performed. The insulin pump will be returned for analysis.